Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred three hours into treatment and was noted by the cobe c3+ hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive heamastix. Estimated blood loss was reported as 100 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per hcp.